Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro components came apart as they took it out of the box. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that both jaws were slightly burnt. The handle was intact. Based upon this observation, the reported complaint, "handle disassembled" could not be confirmed. (B)(4).